Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery life diminished from the 1st day and some batteries lasting less than 7 days and damage to the casing of the pump, such as cracks or hairline fractures on battery side. Customer stated that insulin pump hearing unusual noises different from the normal rewind noises and rewind was slower. Customer stated that insulin pump as given error code and couple of times insulin pump was not giving you low reservoir warnings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.